Event description:
Avanos medical, inc. Received a single report that referenced nine different incidences, which were associated with separate units, involving nine different events. This is the fifth of nine reports. Refer to 8030647-2022-00135 for the first incident. Refer to 8030647-2022-00136 for the second incident. Refer to 8030647-2022-00137 for the third incident. Refer to 8030647-2022-00138 for the fourth incident. Refer to 8030647-2022-00140 for the sixth incident. Refer to 8030647-2022-00141 for the seventh incident. Refer to 8030647-2022-00142 for the eighth incident. Refer to 8030647-2022-00143 for the ninth incident. It was reported the closed suction catheter was not providing suction to the distal end of the catheter. The device was replaced for a new device. There was no reported injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 10-may-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The device history record for the reported lot number, 30142958, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 14-jul-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.